Event description:
Facility reported overinfusion of insulin which reporter thinks is due to nurse error. States pt went to or and had insulin drip started in basic programming. Transferred to recovery room and then to medical floor. Insulin was 100 u/100 ml at rate of 3 ml/hr; also had saline running via gravity, and pca. Nurse was doing something with pca, noted saline running on gravity, knew it was supposed to be running at 75 ml/hr, and reporter thinks nurse programmed the insulin up to rate of 75 ml/hr thinking it was the saline. Remainder of bag infused in 1 hour and alarmed for being empty. Blood sugar was 63 with pt alert. Gave 1/2 amp d50w, fed pt, started d5 infusion and checked glucose every 30 minutes for 6 hours. Glucose quickly came up and remained over 80 with pt showing no ill effect. Partial event log received. Investigation is ongoing. Follow-up report will be filed when investigation is complete.

Manufacturer narrative:
Pt info requested and all available info is included.